Manufacturer narrative:
Follow-up received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043425) in united states on 10-aug-2015, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Concomitant medication included advair montelukast. Prior to insertion, she had her baby in 2014. After her baby was born, she had her period six weeks and a period monthly after that. She was fine active, losing weight and motivated. Once essure was placed in the first day through the 4th day, she experienced cramping that required strong medication to be taken in order to control the pain. She was also given a depo the same day when essure was placed. Hysterosalpingogram (hsg) was performed showed the coils in place. She started experiencing joint pain and rashes. She stated did not get a period (she missed two periods). Then, her period lasted six weeks and came again no period but her cramping, bloating and pains were persistent as if her periods are going to come. She could barely eat due to the bloating she was feeling and how sick her stomach felt. She was told by her doctor, she had a hormone issue. But she stated that no blood work was performed to determine this. She gained fifty pounds, her legs were also swollen, and she was experiencing constant headaches, cramping, bloating and no life. She never knew when her periods would come and when it arrives, it lasts more than a month with extreme pain and extreme heaviness. She never was tested for nickel allergies prior to insertion. Since essure, she was not herself, her body hurts, and her hair falls, her bloating and headaches were bad. She was always a healthy person until essure. On (B)(6) 2015, essure was removed. Consumer assessed the case was other serious (important medical events); however she did not specify it. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramping/ pain (regarded as abdominal cramping). This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, once essure was placed in the first day through the 4th day, she experienced this event. It was reported that an hysterosalpingogram was performed and the result showed the coils in place. Essure was removed. Based on a compatible temporal relationship between this event and suspect insert, causality cannot be excluded. Due to device removal, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 22-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0746 and FDA-2014-n-0736-0747). Consumer reported that she had essure placed and, ever since, her life has not been the same. She lives in daily pain, her hair constantly falls and she looks pregnant. Her cycles have been messed up since essure was placed and she gets the symptoms daily but no normal cycles. Consumer also reported that she is afraid to leave her house because she never knows when she will bleed and, when she does, it is heavy and last months. She is currently getting tested and the doctor is looking into a hysterectomy for removal but every blood work they do seems normal. In addition, consumer informed that her joints are in daily pain and she is always tired and states that, at the age of (B)(6), she is beginning to feel 70 years old. She stated she lived in daily with cramps, and back pain as if her cycle was going to come but in reality when it comes this all gets worse. She reported spending the whole summer getting blood work and her physicians were looking into a hysterectomy to remove the devices. The doctors that inserted told her she may be allergic to nickel, and she stated is allergic to many things and she was getting an allergy test for nickel as well. Consumer was not tested for nickel allergy before essure placement. She mentioned her labs were normal which only leaves her the thinking that essure is causing all these problems. She never had issues never until she got essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and, after that, she had cramping/ daily pain (regarded as abdominal cramping). This event is listed in the reference safety information for essure. In this case, it was reported that a hysterosalpingogram was performed and the result showed the coils in place. Essure was removed 5 months after insertion (discrepant information, as she also stated a plan to have a hysterectomy to remove the devices). Based on the first information that essure was removed and a compatible temporal relationship between pain and suspect insert, causality cannot be excluded and the case is regarded as incident. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information is being sought.